Event description:
It was reported that the ilet user experienced high blood glucose after breakfast, with the pump taking about three hours to stabilize glucose. The report and device data indicated a missed breakfast announcement, after which the algorithm delivered correction insulin and glucose trended down from a reported peak of approximately 251 mg/dl to 219 mg/dl. Symptoms included urinary frequency consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to missed meal announcement, and an improper or incorrect method involving the user interface for meal entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.